Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable pacemaker migrated from the pocket towards the patient's armpit and eroded through the skin. The device was explanted and a new pacemaker was successfully implanted without incident. There was no report of adverse patient effects due to the explant procedure.